Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On 26-jul-2019, it was reported that the patient was hearing a sound that he thought was coming from his pump every 10-15 minutes and he was not sure if it could be an alarm or what to do. He started hearing it 4-5 days ago. The alarm sounds were played for the patient and he said that it sounded like the critical alarm. Per the patient it had been a long time since his last refill. He couldn't provide a time frame. He stated that there was always a challenge when it came to scheduling the refills. He also mentioned that he had shoulder surgery a week ago and an MRI but that was 6 weeks ago. The patient had called his hcp (healthcare professional), but he hadn't heard back yet. No patient symptoms were reported. The patient stated that he had some oral medication he could take if he needed to. Additional information was received on 07-aug-2019, from a healthcare professional who reported that the pump was interrogated on 29-jul-2019. The cause that prompted the pump alarm was that the patient had missed a refill which lead to an empty pump. The pump was refilled and was functioning correctly on interrogation. No further complications were reported/anticipated.